Event description:
It was reported that after an image was acquired the system locked up, which required the patient to be re-exposed. It was determined that a fatal error had occurred. This was a one time issue and it was recommended that a software upgrade may prevent further issues, however, the customer did not want to attempt an upgrade at that time and will monitor.